Manufacturer narrative:
Previously reported on pr 3548496 with MDR# (B)(4). Device investigation is pending the return of the device. Device investigation will take place on pr (B)(4).

Event description:
It has been reported to philips that a frx is not working correctly as its constantly beeping and claiming low battery even with new battery installed.